Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain. The patient had a procedure to implant a pace maker/defibrillator and per the patient the procedure destroyed /killed/burnt out the neuro stimulator generator and the patient could not tell if the pain pump had been damaged. The patient¿s ¿pm¿ doctor is only able to refill the pain pump and per the patient cannot manage the pump in any other way. The patient had a minor change in pain level. The patient wondered how to get the pump analyzed for any possible damage. No further patient complications were reported. Additional information received reported the patient first started to experience the minor change in their pain was (B)(6) 2017, when the patient had surgery performed to implant a pacemaker/defibrillator (possible damage to pain pump). The patient had contacted their pain management physician after he had contacted the manufacturer who advised the patient to contact the managing physician. Per the patient their pain management physician only fills the pumps and does not have diagnostic resources to manage the pump. The patient still did not know where to go or what to do. No further patient complications were reported. Additional information was received from a patient. The patient reported that they believed their pump had been damaged by the electromagnetic field generated by the implant installation of a pacemaker/defibrillator device. The patient reported that since the implant of the pacemaker/defibrillator device their chronic pain from spinal stenosis had noticeably escalated. It was reported the patient's refill doctor can only confirm that it has too much medication left at refills and cannot do any more evaluation. The patient was unable to locate a local doctor who can see if the pump is functioning or not. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2019 from the healthcare provider who reported that the patient¿s pump was replaced due to emi during a procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-03. It was reported that the pump was delivering dilaudid "41 ml" at 0.22 mg/day, and clonidine 200.0 mcg/ml at 0.22 mcg/day. It was reported that the patient's pump is not working. It was noted that the event occurred in (B)(6) 2017. Per the patient, his pump system has been damaged; apparently, when he had a pacemaker installed, the electromagnetic interference (emi) caused the pump to not work correctly. It was reported that the patient's healthcare provider (hcp) confirmed that the pump was not pumping as programmed. It was stated that a dye test was done to determine the problem with the pump. The patient reported that a volume discrepancy had occurred on an unknown date. It was stated that he had also gone through a couple refills "where the pump did refill the appropriate volume of medication that should have been used." The patient reported that he has had an elevation in his pain. It was asked, but unknown if this was considered a sudden or gradual change in therapy/symptoms. It was noted that the pain began on (B)(6) 2017. It was stated that the hcp has determined that the pump needs to be replaced. The event in this report was merged with a previously reported event after additional information was received. The related manufacturer's report is regulatory report #3004209178-2018-05509 which included the following event details: information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml at 0 .8991mg/day and clonidine 600mcg/ml at 179.82mcg/day via an implantable pump. The indication for use was malignant pain. It was reported that the patient claimed pain had returned. A dye study was performed and the healthcare provider was unable to push dye through the catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The patient was referred to the physician for further evaluation. Surgical intervention did not occur. Surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the rep did not know about pump not working. The rep was present for 2 dye studies. First one, the hcp was able to aspirate but had the wrong dye so rescheduled. Second study, the hcp aspirated the catheter and was only able to push half the dye before she couldn't push anymore. The hcp was able to aspirate both times. The patient was referred to different hcp for further evolutions. It was unknown if the issue had been resolved. Device return status was unknown. No further complications were reported.